Manufacturer narrative:
After power up, the lcd screen is basically white with some black growing up from the bottom. The lcd screen is unable to display text whatsoever. Upon further review, it appears that the circuitry located to the left of the lcd controller and below the lcd display is cracked. Unable to perform the displacement, and self tests due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after receiving new battery cap. The customer¿s blood glucose was unknown. Customer reports display was flashing. Customer stated no report of pump screen flashing when screen was turned on after being in sleep mode. They stated that the screen display was solid white with black lines across the screen. The devise will be returned for analysis.